Event description:
It was reported that the patient was admitted on (B)(6) 2022 and then discharged home on hospice care on (B)(6) 2022. The patient had been in the hospital due to sepsis from a chronic driveline infection. They had been on long term oral antibiotics with resistance and then transitioned to intravenous antibiotics for palliative therapy. The patient declined a pump exchange and they were not a candidate for a heart transplant due to their smoking history. On (B)(6) 2022, the patient passed away. It was reported that the device had functioned as intended. No autopsy was performed, and the device was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.